Manufacturer narrative:
On (B)(6) 2011, the system was calibrated and qc was run which was within range. A bci field service engineer (fse) performed enhanced ise cleaning. The fse reviewed the ion-selective electrode (ise) performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na), potassium (k), and chloride (cl) results on two samples generated by au5421-02 chemistry analyzer. The erroneous results were reported out of the laboratory and questioned by the physician. The samples were repeated on an alternate unit and higher results were obtained. Patient treatment was not impacted by this event.